Event description:
The patient reported that ''ever since the mammogram they feel like there is a crease in their pacemaker, and that there is a crease it has convex, they don't remember it not feeling this unsmooth". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.